Manufacturer narrative:
The evaluation noted that revision reported was likely the result of pain which may have been due to aseptic (non-infected) loosening of the femoral component. The lack of bone cement adhered to the femoral component may indicated an insufficient bond between the implant and the bone cement. This may have been the result of the cementing technique used or environmental conditions in the operating room during implantation, or micromotion of the femoral component relative to the cement mantle in situ. However, this cannot be confirmed as the device was not available for evaluation, and there were no details regarding cementing technique or environmental conditions provided. The most probable root cause associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
As reported, approximately 7 years postop the initial implant, the female patient was taken to the or for continued right pain in the knee and a revision was indicated. The femoral component did not appear to be loose but upon removing it with osteotomes the femur easily disassociated from the cement mental mantle. The patient was successfully revised to a cc size 3 femur with a 14 x 40 stem and distal and posterior augments of 5mm bilaterally. The doctors are unclear if the femoral component was the actual cause of the pain however upon removing it, they did feel uncomfortable with how easily it detach from the cement mantle but revision surgery was successful performed. The patient was left in stable condition. Device not returning per facility policy.